Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the "rupture of subconjunctival xen. Impossibility of repositioning in the injector" during attempted placement of a xen 45 gel stent. A backup xen 45 gel stent was implanted and no patient injury occurred.